Event description:
Customer reported receiving inaccurate low readings with the optium meter while at the doctor's office. Customer tested blood gluocse and received a reading of 112 and then 118 mg/dl. Doctor provided a comparison reading from an accuchek meter of 435 mg/dl. Customer was sent to the hosp and remained there four days to be treated for high blood glucose levels. Customer's readings from the day prior to the event were all over 400 mg/dl using the precision xtra optium meter.